Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) was interrogated, and it revealed a code 1005, indicative of an open circuit condition during shock delivery. The device appropriately shocked the patient over the weekend, which successfully terminated the ventricular tachycardia (vt). The shock impedance on the episode report was measured as greater than 125 ohms; upon review the right ventricular (rv) lead exhibited high shock impedances out of range. This measurement has since reduced and was measuring around 140 ohms when it was tested. The technical services (ts) recommended to replace the rv lead and discussed troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.